Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system showed workflow has already been completed. The technical support specialist dialed into the station, and it was found that the station was not listed under monitoring in the es troubleshooting tool. The ip address was then included in the list. Further inspection revealed that the station data base size had already reached 9gb. Then the database was shrunk, reducing the station db size to 6.9gb. Then the case was closed as per the customer statement. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed workflow has already complete. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.